Manufacturer narrative:
Product evaluation: the lens was returned in the lens case. Solution is dried on the lens. One haptic is broken in the gusset area. The broken haptic portion was not returned. The optic is torn/cut into three pieces. The optic has additional small split/cracks near the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated an unknown delivery system. The reported crack on lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It cannot be confirmed if a qualified delivery system was used with the lens. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the iol was noted to be cracked. The doctor was unable to tell if the crack was there when opened or if it was caused by the delivery system. A new lens was used to finish the surgery.